Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign object" was observed inside the header cap of a polyflux 210h prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a white colored particle inside the header cap of the dialyzer. The shape of the particle is consistent with foil used during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process as the particulate matter was not identified and removed during visual inspection. Should additional relevant information become available, a supplemental report will be submitted